Event description:
On (B)(6) 2025, the user reported a prior incident where blood glucose (bg) reached 400 mg/dl and continued rising despite no cgm readings on the ilet. The user administered a manual injection to lower bg levels. At the time of the call, bg was in range. The agent advised against using outside insulin while connected to the pump, as it may affect the ilet¿s insulin delivery calculations. No symptoms were reported, and no medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.